Event description:
The device eval identified a reportable malfunction, under-delivery, related to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B)(4): the testing and investigation results indicated the complaint for under-delivery was confirmed. The pole pieces of the motor were found to be misaligned. The device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically.